Event description:
It was reported that the cuff was not inflating: no patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Functional testing shows; the returned sample was filled with 5cc of air in order to see if there was any functional problem. The results shows that when the unit was inflated with air, the pilot balloon inflated but all the air was stuck. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The complaint is not confirmed. Root cause analysis shows that there is no root cause could be determined since the complaint was not confirmed since the sample successfully passed the functional test. No actions taken were performed since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.